Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.143" from the base. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of an image provided of the instrument is consistent with a broken blade.

Event description:
It was reported that during a da vinci-assisted liver cystectomy procedure, the harmonic ace instrument clamp cracked open 8 minutes into the procedure. The broken off instrument fragment was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments of the harmonic ace instrument were retrieved using an endoscope. All pieces were confirmed to be retrieved when putting the pieces together. There was no additional surgical procedure or post-operative tests performed. The instrument was inspected prior to use with no damage observed. The surgeon was dissecting the tissue when the instrument broke. The instrument be in use for 10 minutes prior to breakage. There was no functionality issue prior to the break and no instrument collision. The instrument was not removed prior to the breakage. Upon final removal, there was no resistant through the cannula, no damage to the cannula, and no additional damage to the instrument. There was no injury to the patient and the patient has not returned to the hospital.

Event description:
Refer to h10/h11 for follow-up information.